Event description:
While infusing propofol gtt [drip] on b. Braun IV pump (12.66 ml/hr), air-in-line alarm occurred. Rn (registered nurse) checked tubing and did not see air and followed prompts to re-prime the line (while disconnected from patient). Air in line alarm went off again with no air seen in line, line re-primed. Third air-in-line alarm and no air seen, pump re-primed. 4th air-in-line alarm and pt (patient) became agitated, restless and non-compliant on the ventilator due to the stoppage of propofol because of the continuous alarms, causing hypotension (bp 78/45), which required initiation of norepinephrine drip. New pump and IV tubing obtained and air-in-line alarm resolved.